Event description:
Distal third of ralc45 dlu staples advanced but did not form. The stapler transected completely but distal third of staple line was unformed and lumen open. Pt was diverted to temporary ileostomy because anastomosis was not air tight. Ileostomy closure to be performed in 3-4 weeks. Competitive device used to complete anastomosis.